Event description:
As reported by the user facility: the pump tried to run a secondary infusion after it already ran while it was on a patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed details of history log: log review shows on 12/16/2025 at 11:45am a primary infusion start of 25ml/hr and 800ml. At 12:15pm infusion was stopped with primary volume infused to 12:47ml. At 12:17pm a piggyback start of 400ml/hr and 100ml (dl: acet 1g). At 12:32pm piggyback volume infused to 100ml and automatically turned over to the primary infusion. At 12:34pm primary infusion was stopped with a volume infused to 13.23ml and no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for future reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.